Event description:
It was reported that the pt experienced an infection following an implantation surgery. The pt returned to the physician to have surgical staples removed on (B)(6) 2010. The pt's healthcare provider (hcp) noticed that the top of the incision was "leaking", but it was not thought to be infected at that time. A wound culture was obtained on (B)(6) 2010, with the presence of infection shown (no organism stated). The pt was given antibiotics. A second wound culture was obtained on (B)(6) 2010, with no results available at the time of this report. The pt was, then, given another antibiotic. The pt was noted to have had "purulent drainage from the incision." No info was provided regarding the type, concentration or dosage of medication used in the pt's pump. No further details, pt symptoms or outcome were provided.

Manufacturer narrative:
(B)(4).